Event description:
My 4-year-old son has type 1 diabetes and was prescribed the dexcom g7 continuous glucose monitoring, and the tandem tslim pump, which functions based on the g7 readings. Beginning (B)(6) 2025, the sensors began to fail at the second day of insertion at most (we had one that failed in approx. 30 hours). We had 5 sensors fail (month and a half supply) in only 7 days. We called dexcom and they did replace the failed sensors, but they are no better than the failed ones. Also, the replacements received cause serious skin irritation to the point that my son says that his skin hurts, and when we remove the sensors the area has serious blisters that take time to heal. Reference report# mw5165139.